Event description:
It was reported that the patient presented to the hospital for a scheduled procedure due to arrhythmia and the right atrial (ra) lead had failed to sense. The lead was explanted and replaced. The patient was stable throughout.